Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer alleged that the foot deck broke at the welding. Customer is not sure how this happen since the bolt was loose. No further information was provided.